Event description:
It was reported that patient faced issue with device and experienced High blood glucose levels and vomiting and admitted to hospital due to Diabetic keto acidosis on (b)(6)2026

Manufacturer narrative:
E1: Patient city: (b)(6)Patient Country: United KingdomName- Medtronic MinimedStreet-18000 Devonshire StreetCity- Northridge State- CA Zip Code- 91325-1219Based on the available information, this event is deemed to be a Serious injury. Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545